Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030 2.3 serial number/batch: (B)(6) 2.4 software version: n030005 2.5 hours of operation: 133 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from 2023-11-21 were investigated. A bd plastipak 20ml syringe was inserted and the infusion started with a rate of 84ml/h and a volume of 4,5ml. 3 minutes later the syringe was empty and the infusion stopped. At this time, 3,72ml was infused. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bbraun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: bd plastipak 50ml: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,06%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 bd plastipak 20ml: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,87%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.6 test equipment: description: typ nr.: lab.-ID.-nr. N/a n/a n/a 3.7 for examination used disposables: description: ref.: lot: bd plastipak 50ml 300865 2204097 bd plastipak 20ml 300629 2210076 ---------------------------------------------------------------- 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: n/a note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in australia: "underinfusion". According to the complainant the pump was programmed to infuse 4.7 milliliters (ml) over 2 minutes. The screen showed only 3.7 milliliters (ml) delivered.